Event description:
The tech reported the pins on the communicate cable were bent and is not sure if the nurse call was still functioning or not. The bed was located in the bed storage area at the facility. This report was filed in our complaint handling system as complaint # (B)(4). The versacare user manual

Manufacturer narrative:
The tch did not test the communication cable with the bent pins but believes the nurse call did not function. The most likely cause of the bent pins is that the communication cable was not oriented correctly when attempting to plug the communication cable into the wall outlet. Nurse call systems in accordance with ul 1069 requires that the nurse call function be subjected, meaning that if for any reason the circuit is interrupted a nurse call or trouble signal is sent to the nurse's station. What this means is that there is no way for a sidecom communication cable to have a bent pin, broken wire or other issue in the nurse call circuit without the facility staff having knowledge without prior cancellation of a nurse call. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on the info, no further action is required.